Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft (ctag) using chimney technique for the aortic arch aneurysm. On an unknown date, the new aortic dissection distal to the device was observed. In addition, ulcer¿like projection (ulp) was also observed in the descending aorta where was treated area of the ctag. Reportedly, it was unknown whether the ulp was a pre-existing one or not (1300-e:-dissection events - other/unknown). On (B)(6) 2022, the patient underwent reintervention. The gore® tag® conformable thoracic stent graft with active control system (ctag ac/tgm343420j/24091093) was deployed just above the celiac artery. However, the distal end of the ctag ac gradually migrated toward the proximal direction (about 2 cm). An additional non-gore stent graft was deployed to extend the device distally. No adverse event due to migration was reported. The patient tolerated the procedure. Regarding migration, the physician stated that it was difficult to align the distal part due to the tortuosity.